Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with more than 300 units. The customer's blood glucose level was 90 mg/dl. The customer declined to reload the cartridge and will continue using the current cartridge for insulin therapy.